Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4)2025 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, cartridge size did not fit through a 2.4 cut. Cut extension required and surgery was completed on the same day. The company 21.5 d lens was used. There are three medical device reports associated with this report. This file is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.